Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) has non-functional therapy electrodes (te's).

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (non-functional te's) has been confirmed. As rec'd, the belt failed incoming testing. Upon eval, there was an intermittent open along the pulse wire between the front therapy electrode (te) and ECG a. The cause of the test failure is the intermittently open pulse wire. The root cause of the intermittently open pulse wire cannot be positively identified. No adverse event resulted from the defective belt.